Manufacturer narrative:
Evaluation: user carton, labeled as containing iab was returned for eval. Visual inspection of carton contents revealed unused insertion kit and assorted user documentation. No iab was observed to be present within user carton. Probable cause of difficulty: on 7/23/1997, co's distributor advised datascope of iab and insertion kit missing from user carton in glendale, ca. Upon investigation co discovered following: 1. Iab in question, was shipped to baxter healthcare corp on 3/31/1997. It was part of shipment of several hundred iabs sent to this account on that date. 2. Iab did not appear on any other shipment in check of co computer files, only on order # c45376 for bacter healthcare. This type of complaint is extremely rare. Given co's packaging and shiping process, it is extremely unlikely that kit could be shipped without iab, although co's position is to assume customer is correct. It extremely unlikely that user carton can be shipped without insertion kit and iab. Co knows of instances where an account may require a second insertion kit in an emergency situation and the kit is taken from another user carton, leafing user carton - and iab or insertion kit - on self. There is also possibility of pilferage. Co can only speculate on what may have occurred. As customer courtesy, free balloon replacement was authorized for distributor.

Event description:
When the nurse at the hosp took the product off the shelf to set up the balloon for the case, she discovered that box was empty. There was no product inside. (Event complications: none from the event- reported 7/23/97.) ( pt's current status: unk- prpt'd 7/23/97.)